Event description:
It was reported that the charger for an ilet pump would not power or indicate charging, despite attempts with multiple outlets, and the user was advised to use a compatible 10w wireless charging pad until a replacement arrives. Symptoms included no clinical effects. Outcomes included no impact on health or hospitalization. Customer care provided support that included customer communication, basic troubleshooting and coordination of replacement logistics. Investigation of this case revealed a suspected malfunction of the external charger that failed to supply power, with no alarms reported on the pump itself. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger consistent with product quality issue related to power supply malfunction.

Manufacturer narrative:
Initial.